Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. The catheter did not slit along the score lines. There was an issue with the catheter wire. Visual analysis of the lead indicated damage during use. The analyst noted that the catheter was returned , but the slitter was not. Visual inspection found slitting was not on score line that led spiral slit and deflectable wire out of the sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician was unable to complete slitting of the catheter with the slitter due to the cable in the sheath. The slitting had to be completed by cutting with the iris scissors. The catheter was removed. No patient complications have been reported as a result of this event.